Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging mutiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to shorted esd700 diode array on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the eds700 diode array on the distribution node pca. No adverse event resulted from the damaged equipment, there was no injury resulting from the alleged treatment event.

Event description:
It was reported that the patient was treated 4 times by the lifevest. After the alleged treatment, the monitor was unable to power on and was unable to send a download. There is no allegation of serious injury resulting from the alleged treatment event. The monitor was returned for evaluation and was unable to power on or send a download. The alleged treatment event cannot be confirmed. The patient's electrode belt was returned and was unable to communicate with a test monitor.